Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed, during which holes in the reservoir were identified; therefore, the component was removed and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed, during which holes in the reservoir were identified. The ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) reservoir underwent a thorough analysis. The component was microscopically inspected and leak tested, revealing a hole and a leak consistent with sharp instrument damage. Based on the available information and analysis results, and since the sharp instrument damage is considered a secondary issue, the reported clinical observations could not be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed, during which holes in the reservoir were identified; therefore, the component was removed and replaced. No patient complications were reported.